Event description:
On february 23, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: coughing, sneezing, shortness of breath, runny nose and eyes, swelling, hives and anaphylactic reactions. Pt was diagnosed with type I latex allergies.